Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The following month, the patient had a recurrence of peritonitis. The patient was not hospitalized for these events. The cause and treatment of peritonitis was not reported. At the time of this report, the patient was recovering from peritonitis. The pd therapy was ongoing. No additional information is available. This report is 1 of 2.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, it was reported that the patient experienced the first occurrence of peritonitis sometime in (B)(6) 2013. A review of all batch record documents was performed for potentially associated lot h13c28059 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Exception summary was reviewed for these batches with no exceptions noted. If additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).